Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system has a possible and suspected infection, due to the implant site being red and swollen and the patient experiencing fever and shakiness. It was also reported that the right atrial lead was undersensing and the left ventricular lead threshold was increasing. The system remains in use. No further patient complications have been reported as a result of this event.